Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted due to infection. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, serial# (B)(4), implanted: 2011-(B)(6), explanted: na, product typ lead, product ID 3037, serial# (B)(4), product typ programmer, (B)(4).

Event description:
It was reported that the patient had symptoms of redness, swelling, drainage, pain, and incisional wound opening. The infection was located at the device pocket and at the catheter or lead track. A culture was performed from the device pocket and the organism was identified as (B)(6). The patient received oral antibiotics and total device system explant. The infection was resolved and the patient outcome was noted as "doing well." It was unknown if the patient had received perioperative antibiotics because surgery was performed with a different surgeon. It was stated on the initial medical device report that the explant date was (B)(6) 2011. After follow-up, the explant date was noted as (B)(6) 2011.

Manufacturer narrative:
Product ID, 3093-28 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Product type lead. (B)(4).